Event description:
Hp reported receiving hemodialysis on the baxter meridian device. The goal ultrafiltrate programmed to be removed was 2.5kg in two hours. Following treatment, hp reporte the display on the meridian device reflected the goal weight programmed of 2.5kg was removed. When hp weighed on the scale there was a discrepancy. Hp weight reflected only 1kg of the 2.5kg programmed to be removed was actually removed in the two hour treatment. Hp reported there was no medical intervention and no pt injury resulted from this event.